Event description:
It was reported that the patient presented to the clinic for routine follow-up. A merlin.net transmission revaled noise but the patient was asymptomatic.all lead electrical values were within normal specifications. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.